Event description:
Pulmonary function testing equipment calibration correction factors allow machine to calibrate incorrectly by compensating for a leak that is in the hose attaching calibration syringe to flow sensor. This caused higher than actual values to be reported. The hose is only attached during calibration. I was able to determine, after many hours of troubleshooting and technical support, that there were some small holes in the hose that were only open when the hose was straightened out. This caused the machine to compensate for the leak during calibration. The machine would still report that it was within range during the calibration. Since there really was no leak in the system, it didn't need to compensate and, therefore, it was reporting some higher than actual values for dlco and spirometry and may have affected other values as well. The old sensormedics system have a warning that would appear if the correction factors were out of range. When they made technological improvements to the flow sensors, it now can compensate for variations and there is no warning if those correction factors are out of range. So we had no way of knowing this aside from our monthly qa i.e. Comparing myself to my previous data month to month. The machine should not be able to make large adjustments to calibration results without a warning. Dates of use: (B)(6) 2010 - (B)(6) 2012.